Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ trending analysis by lot number was reviewed from 01/17/2017 to 02/20/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, the complaint product was not available for evaluation. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Six bis were received: new,unused, with faded pink ci discs, caps not pressed down, purple media ampoules intact in vials not crushed.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 25 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled except for one item that was released and used on a patient. There is no report of infection, injury or harm to patient (s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The assignable cause remains not verified as the actual product was not returned for analysis. However, unused bis from the same lot were returned and visually inspected and no anomalies were observed.